Manufacturer narrative:
Conclusion code chosen as no more appropriate code was available. Please follow analysis for details: the coil was returned undamaged. The detachment fiber did not receive heat and melt. The device positioning unit (dpu) failed electrical testing with resistance at 0.0 ohms and the enpower systems go green light failed to illuminate. The most likely contributing factor to the coils non-detachment inside the aneurysm was most likely due to damage to the electrical wiring. The circumstances of how and when this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. The pre-deployment electrical check was not reported in the complaint event. If an electrical pre-deployment check was not completed prior to patient use, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding...¿ in addition without the return of the unidentified complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. Based on the information and the analysis, the event was confirmed, however, the circumstances of how and when the damage occurred could not be determined. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, all microcoil systems are electrically tested prior to final packaging. A device history record review cannot be completed because the lot for the product is unknown; however, as there is no evidence of a manufacturing related failure at this time no corrective actions will be taken.

Manufacturer narrative:
The coil was returned undamaged. The detachment fiber did not receive heat and melt. The device positioning unit (dpu) failed electrical testing with resistance at 0.0 ohms and the enpower systems go green light failed to illuminate. The most likely contributing factor to the coils non-detachment inside the aneurysm was most likely due to damage to the electrical wiring. The circumstances of how and when this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. The pre-deployment electrical check was not reported in the complaint event. If an electrical pre-deployment check was not completed prior to patient use, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding...¿ in addition without the return of the unidentified complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. Based on the information and the analysis, the event was confirmed, however the circumstances of how and when the damage occurred could not be determined. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, all microcoil systems are electrically tested prior to final packaging. A device history record review cannot be completed because the lot for the product is unknown however as there is no evidence of a manufacturing related failure at this time no corrective actions will be taken.

Event description:
During embolization of an aneurysm at the anterior communicating artery the surgeon positioned the deltapaq coil (cdf10015230/lot unknown) but it could not be detached although many attempts were made. The surgeon had to change to a same like product to complete the surgery. The patient did not suffer any injury.